Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Customer's blood glucose level was 200mg/dl additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was xx mg/dl. Or it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was xx mg/dl. Or it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was xx mg/dl.